Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the battery cap could not be removed from the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2015 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment was cracked below the bumper pad. The threads on the returned battery cap were observed to be damaged/worn. The battery cap was able to be secured to the pump, however, the cap was "gritty" and difficult to remove. The battery cap contact height measurement was found to be out of the required specifications. The battery cap contact width was found to be within specifications. A test battery cap was able to be easily attached and removed from the pump.